Manufacturer narrative:
(B)(4).

Event description:
On( B)(6) 2009, an aortic valve replacement was performed and this 21 mm sjm epic supra valve was implanted. The patient developed symptomatic stenosis, documented with echo. On (B)(6) 2016, the valve was explanted. The patient was reported to be recovering.

Manufacturer narrative:
(B)(4). The results of this investigation concluded there was outflow thrombus on the outflow surface of each cusp. Microcalcifications were found within the thrombus found on cusp 3. Cusp 2 was retracted and fibrotically thickened. A thin layer of fibrin with histiocytes within it was found on the inflow surface of cusps 1 and 2. No acute inflammation was observed, and gram stains were negative for organisms. No evidence was found to suggest the cause of the thrombus, cusp retraction, fibrin, and fibrous thickening was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.